Manufacturer narrative:
Per the user guide: do not fill the cartridge with more than 480 units. This can cause a cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent inaccurate fill estimates were received. As customer could not recall details of the event, tandem technical support could not confirm inaccurate readings. Reportedly, customer loaded cartridge with more than 480 units of insulin. Tandem technical support educated customer not to fill cartridge with more than 480 units of insulin. There was no reported impact to customer's blood glucose.